Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: name of index surgical procedure? Midurethral sling the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? Robotic-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy other relevant patient history/concomitant medications? N/a were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? During procedure 2g ancef and 500 mg flagyl IV were given for antibiotic prophylaxis please describe any medical intervention performed including medication name and results. Macrobid 100 mg bid x 5 days what is the physician¿s opinion as to the etiology of or contributing factors to this event? Post-op state, recent bladder instrumentation all risks for utis what is the patient's current status? Recovered product code and lot number? 810041b; lot# 394667 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a robotic-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2023 and mesh was implanted for stress urinary incontinence. On 01 jan 2024, a moderate urinary tract infection was noted. Macrobid 100 mg bid x 5 days was provided and the event was recovered/resolved without sequelae as of 10 jan 2024. This event was reported as possibly related to the study device and study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d4, g4, h4.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified.